Event description:
Allegedly on (B)(6) 2009, primary surgery was performed. After the surgery, the surgeon found like armd at routine medical checkups. So revision surgery was performed at (B)(6)2013. The surgeon's observation during the surgery, cup had rotated in despite of "spiked cup", the proximal taper of neck changed to black, there was any osteolysis around the proximal of stem, around the cup changed to black (metallosis? ). There was no cancellous bone for cup revision at the anterior of acetabular. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00036, 00038. This event occurred in (B)(6).